Manufacturer narrative:
The device returned to zoll medical china's service department. The reported malfunction was duplicated and attributed to the presence of foreign substance around a capacitor on the high voltage module board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvement in the reported malfunction.